Manufacturer narrative:
The medium-large clip applier instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon applied clip and upon removal of the medium-large clip applier instrument, the clip seemed to get stuck and was hung up on the applier. The clip then opened. The surgeon attempted twice with the instrument, however, had the same result. A new clip applier instrument was obtained, and it clipped without issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issues noted. The issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to clip opening after closure of the clip. Medium-large hem-o-lok clips were used during this event. It was not noted if the vessel or tissue bundle was greater than the specified diameter suggested in the instructions for use (IFU). The issue happened on the first and second clipping attempt. A backup instrument was used to resolve the issue. No photographic images of the device or recording of the procedure is available for isi to review.

Manufacturer narrative:
The medium-large clip applier instrument was analyzed and the complaint was not confirmed by failure analysis. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test on 2 out of 2 attempts. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.